Event description:
This introducer is noted due to placement difficulty. A call placed to technical services on (B)(6) 2013 states the patient has moderately tortuous anatomy. As the introducer and guide wire went in and around the 90 degrees bend in axillary vein, the introducer would kink. Hospital supplied introducer, these were not from bsc. As the lead was inserted into introducer the implant physician put unusual force which caused the lead coil to collapse and the gore coating to bunch up. The physician stopped and examined the proximal damage and decided it wasn't a good idea to implant the damaged lead. Implanting physician used a different lead and continued to have the same problem and then went back and forth between the two leads using different lengths and different trench size and was eventually able to get the lead through a 1 0 fr 23 cm introducer by prolapsing rv lead through the introducer. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).